Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power, was leaking air and had component damage. It was further determined that the device failed pretest for check for air leak, check starting behavior, check power with power test bench and general condition. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the working revolution on the compact air drive device were low, which prevented drilling and proper cutting at the time of use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.